Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump was tested to be under infusing. With claves the accuracy reading was 0.45%, without claves, the accuracy reading was 1.55%, with the walkmed bag the accuracy reading was -7.05%, the mod test was -0.56% and bench accuracy was -0.8%. There was no patient involvement.